Event description:
The account stated that the right siderail will not latch. He had looked at the mechanism and the latch is resting higher than the latch pin.

Manufacturer narrative:
The accounts maintenance replaced the siderail latch to repair the bed.